Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for high risk percutaneous coronary intervention using the impella cp for hemodynamic support. During support, the patient endured an ischemic stroke. After 2 days, the patient's condition deteriorated and he was eventually withdrawn from care. The physician attributes the impella related stroke as a factor in the patient's death.